Event description:
Problems with morcellator during part of surgery. Used 2 separate handpieces. Able to finish the case but suggested by surgeon, that morcellator motor drive not strong enough. Periodic problems in these types of cases. Machine was sent out for calibration in 02/2008. No adverse effect to the pt.